Event description:
It was reported that the customer had high blood glucose of 419 mg/dl. Her symptoms were shakiness, headache, and feeling heavy. She treated with 50 units of insulin. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. Insulin exited the tubing during manual prime and no air bubbles or leaks were found. The customer was struggling with navigating the menu and was advised to check blood glucose again, which was at 278 mg/dl. Settings and history appeared correct. Customer was advised to locate a tubing clamp and then the customer's husband stated she had passed out. She had just taken her blood glucose again, which was at 191 mg/dl. Troubleshooting could not be continued. Customer had also received an unexpected restart alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.